Event description:
On 8/21/2006, received information from physicians office that the system was removed due to sepsis from a PICC line the patient had implanted for drug therapies. This is part of a system: kentrox sl 65/16, MDR#1028232-06-0172 and selox dr, MDR#1028232-06-00173.

Manufacturer narrative:
Upon receipt, the device status was bol. A number of seven charging cycles was documented. The ability of the device to deliver therapies were verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as progrmmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified with a charging time of less than 10 seconds. The delivered shock energy was recorded and inspected. The specified energy level was reached. The sterilization of the device was investigated. The biotronik sterilization protocol from december 2005 confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the device is fully functional. The infection was not device related.